Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Cause was not known. Reportedly, customer lost consciousness due to the low bg and required 3rd party assistance. Customer reported, "paramedics and a fireman took patient's vitals and provided saline solution and IV and gave customer sugar and waters to drink". Recommendation was made to consult with a healthcare provider regarding diabetes management.